Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that patient was experiencing ineffective therapy. The patient was given an increase dosage of gabapentin. The patient will undergo a revision procedure.

Event description:
It was reported that patient was experiencing ineffective therapy. The patient was given an increase dosage of gabapentin. The patient will undergo a revision procedure. Additional information wa received that the patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. It was also stated that the ipg was reaching end of life. The patient was doing well postoperatively. Explanted ipg will not be returned.